Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse verified the flex, carriage strength, advanced brake tests, powered friction tests, and quad calibration was completed. The fse found errors 100 on the set up joints and noted that it could be a user-related issue. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted surgical procedure, universal surgical manipulator (usm) 3 moved on its own, and when it was being moved manually, it was hard to maneuver. The procedure was completed as planned with no reported injury.